Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, several cubies in the drawer were failed and not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, it was determined that the drawer was failed. A field service engineer (fse) remotely connected to customer and found original issue was with half-height cubie pockets, which the customer resolved by rebooting. Then, the fse found two rows in full-height drawer 5 were not detected. The fse advised the customer to power down the station for 10 minutes. Then, the customer confirmed that the power down had resolved the issue. The system functioned as intended after field service engineer assessed the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, several cubies in the drawer were failed and not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.